Manufacturer narrative:
Approximately 9 cm of the ventricular catheter was returned. The returned catheter was patent and met the requirements for leak testing. Therefore the complaint could not be duplicated by laboratory personnel. A review of the manufacturing records was not possible as no lot number was provided. All catheters are 100% inspected at the time of the manufacture. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported to medtronic neurosurgery that the device had malfunctioned. According to the report the device was found to be occluded and the doctor explanted the device on (B)(6), 2016. The report stated the doctor replaced the device with a new device. Reportedly, there was no injury to the patient.